Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No ill effects.

Event description:
It was reported that during a lead revision procedure, the introducer caused coronary sinus dissection. The patient was in good condition.